Event description:
It was reported that the patients implantable pulse generator (ipg) pocket site ripped open and was popping out. The patient underwent revision procedure, wherein the ipg was readjusted and the opened incision was sutured.

Event description:
It was reported that the patients implantable pulse generator (ipg) pocket site ripped open and was popping out. The patient underwent revision procedure, wherein the ipg was readjusted and the opened incision was sutured. Additional information has been received that there is no explanted product.